Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the emitter for the navigation system was replaced to restore functionality as the unit was not communicating with the navigation system. The system then passed the system checkout and was found to be fully functional. Other relevant device(s) are: product ID: 9731203, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the emitter would not communicate with the navigation system. It was reported that the issue occurred while setting up for an ear, nose & throat (ent) procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.